Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to noise on the right ventricular (rv) lead. It was noted the right ventricular (rv) lead integrity alert (lia) had previously triggered due to a high sensing integrity counter (sic) and impedance variation. The rv lead was suspected to have fractured and pacing impedance was high/undefined. The implantable cardioverter defibrillator (ICD) had alerted for end of service (eos), charge circuit timeout, and a long charge time. A magnet was taped over the device and a company representative programmed detections off. A few days later, the lead was capped and replaced while the device was explanted and replaced. No further patient complications have been reported as a result of this event.